Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator reported that the pt was hospitalized for right heart failure (rhf) with worsening aortic insufficiency (ai). Pt was being monitored and was stared on inotropes in an attempt to help with the rhf and ai. Pt had been doing okay but had not recovered enough to go home and his condition started to rapidly decline. In an attempt to decrease the ai and subsequent rhf, the pump speed was slowed down to 8800 rpm's. This did not improve the situation and pt continued to decline. At this point, he was transferred to a partner hospital and was taken to a cath lab and placed on another medical device in the atrial valve and that seemed to fix the ai. Pt did well for a couple of hours, but then his right heart gave out and he was rushed to operating room to place a right ventricular assist device (rvad). Pt continued to decline and died less then 24 hours later. It is unk if an autopsy will be performed.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device and obtain additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.